Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-01141. It was reported that chest pain and acute stent thrombosis occurred. The target lesion was located in the right coronary artery (rca). After the patient was given plavix and angiomax, two synergy¿ drug eluting stents (des) were successfully implanted and the procedure was completed. The patient was then given both plavix and angiomax after the procedure and was transferred to the recovery room. However an hour later, the patient experienced continued chest pain and was brought back to the cardiac catheter laboratory. It was then noted that the stents were closed and the st segment was elevated. The thrombosis was then treated with another synergy¿ des. No further complications were reported and the patient's status was fine.